Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a pump memory error. There were sources of emi potentially present. The error occurred during an update or pump interrogation. Telemetry confirmed that the pump was alarming. The pump infusion mode was programmed to the minimum rate. The issues were resolved during troubleshooting. The drug in the pump at the time of the event was morphine, bupivicaine, and compounded baclofen.